Event description:
On (B)(6) 2010, pt reported he has had to change the insulin cartridge 2 times since receiving his infusion device. Pt stated the infusion device will alarm when the insulin cartridge low by giving an a1 (cartridge low) alert. Pt reported the infusion device did not give him the e1 (cartridge empty) alert. Pt stated this has happened 2 times and just happened tonight which caused his blood glucose to become elevated. Had pt review alarm history, did not see the e1 error, but did find the a1 error. Pt reported the infusion device is on 0.0 units and still in run mode. Pt stated his current blood glucose is 384 mg/dl. Pt's normal blood glucose range is 80-120 mg/dl. Pt reported his blood glucose is elevated because he has not been receiving any insulin due to the infusion device failing to alert him that it was out of insulin. Pt stated he has been under stress. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.